Event description:
During the firing of a plcr75b via a plc75 on stomach, the staples were not properly formed. The device partially cut and stapled, and the knife blade was exposed.

Manufacturer narrative:
The plcr75b was returned and evaluated. The evaluation indicated that the shuttle cut through the second set of left side pushers and jammed into the third and fourth before stalling. It could not be determined what caused this condition.